Event description:
It was reported that the intraocular lens (iol) was implanted into the patient's ocular dexter (right eye). The iol was removed and replaced due to complaints of healed hyperopic, refractive surprise. There was no delay in procedure, no incision enlargement, no medical attention or medication outside of standard care was prescribed, no patient injury, no suture(s), and no vitrectomy. Replacement lens information was not provided. Patient status was reported as fully recovered.

Manufacturer narrative:
Additional information: race: unknown. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.